Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the subject had chronic pain syndrome on enrollment of study. Additional information received reported that the patient experienced adverse stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a lead migration that was noted as not related to the device/component/procedure. Additional information reported the event description was right leg coverage with right rib stimulation. The patient had returned to work at two weeks and was very active with their dog. Imaging was abnormal and showed the electrode appeared to be canted on the lateral projection. The electrode was repositioned in a midline position favoring the right side. The incision was extended superiorly. Due to scar tissue the electrode was secured at t8-t9 site. The event resolved without sequelae on (B)(6) 2013.